Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the command processor and the detector were replaced. The imaging system then passed the system checkout and was found to be fully functional. D10) the command processor was returned to the manufacturer for analysis, findings were not available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system kept getting stuck in system initializing please wait. The site had already been on the phone with a field service engineer (fse) and had rebooted the system multiple times with no resolve. There was no patient present.

Manufacturer narrative:
The command processor was returned to the manufacturer for analysis. Analysis found that there was an electrical failure; the reported issue was confirmed. If information is provided in the future, a supplemental report will be issued.